Manufacturer narrative:
Intuitive surgical, inc. (Isi) received permanent cautery hook instrument involved with this complaint and completed the device evaluation. During failure analysis, the customer reported issue was confirmed. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Extensive bio-residue on the distal end was identified; however, no thermal damage was found. No additional damage was identified. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A review of the instrument log for the permanent cautery hook instrument lot# n11200713 / sequence 0100 associated with this event has been performed. Per logs, the instrument was last used on the reported event date of (B)(6) 2021 on system sk3192. The alleged event occurred on the 3rd use of the instrument. The instrument has 7 remaining usable lives with no subsequent use recorded. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to a da vinci-assisted total hysterectomy surgical procedure, the cable of the permanent cautery hook instrument was found to be fractured. The same instrument was reportedly reseated and then used to complete the procedure. The procedure was completed with no reported injury.